Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was 3.8 and 4.6 inr. The corresponding lab result reported was 2.0 and 2.1 inr.